Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement and undersensing allegations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and undersensing caused by the patient twiddling the lead until a dislodgement occurred. The patient underwent a surgical intervention to remove the product and implant a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has not been returned. No further information concerning this report is available at this time.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and undersensing caused by the patient twiddling the lead until a dislodgement occurred. The patient underwent a surgical intervention to remove the product and implant a new lead. No additional adverse patient effects were reported.